Event description:
It was reported to boston scientific corporation that an endovive jejunal feeding tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Date of jejunal tube placement is unknown. According to the complainant, the jejunal tube was kinked. The jejunal tube was repositioned. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the physician's name was reported as dr. (B)(6).

Event description:
It was reported to boston scientific corporation that an endovive jejunal feeding tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Date of jejunal tube placement is unknown. According to the complainant, the jejunal tube was kinked. The jejunal tube was repositioned. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on april 29, 2014: the date of jejunal placement was on (B)(6) 2013. The jejunal tube got kinked on (B)(6) 2013. There were no patient complications reported as a result of this event. The patient's condition at the conclusion was reported to be very good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of jejunal tube kinked. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.